Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the failure mode as hardware. The fse replaced the na electrode, k electrode, cl electrode and reference electrode to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. The customer repeated the patient samples and obtained correct results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided the results for two (2) patient samples.